Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, faded serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that their insulin pump had cracks on reservoir compartment. The patient¿s blood glucose level was 168 mg/dl at the time of the incident. The device was returned for analysis.